Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer experienced slowness of orders crossing to devices. The technical support specialist dialed into the station and stated this issue happened due to the network issue from the it end and the technical support specialist instructed to check with the hit regarding this issue and customer acknowledged to close this case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an issue with slowness of orders crossing to devices. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.